Event description:
It was reported that during a coronary stent procedure, the catheter shaft broke while the physician was removing the delivery device. The device was successfully removed with a snare. Pt status is listed as "okay".